Event description:
It was reported that a cartridge alarm occurred, triggering alarm 30 during insulin pump operation. There was no reported impact on the customer's blood glucose level at the time of the event. The customer loaded a second cartridge correctly, but the alarm recurred, leading to a decision to replace the pump. Tandem was set to provide a replacement pump, and the customer would return the problematic pump using a pre-paid label and box, though the customer declined to share details about backup insulin therapy.